Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered that the fluid leak originated near the intermediate waste container. Upon investigation, the fse found the leak coming from the waste pump tubing. The fse replaced the tubing and cleaned the pump. The fse performed a routine system check and assay qc; all testing passed within instrument specifications and with the customer's established qc ranges. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a leak coming from under the unicel dxi 800 access immunoassay system portion of their instrument. There was no report of injury to the user.